Event description:
The manufacturer received information alleging a ventilator failed to hold it's internal battery charge. The device was not in patient use. The device has not yet been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a ventilator failed to hold it's internal battery charge. The ventilator was returned to a third party service center for evaluation and the customer's complaint was not confirmed. No malfunction of the device was observed.